Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were experiencing dropouts from their mx40 device. No patient harm was reported.